Event description:
Additional information received. Indicating, that the surgery was completed without removing the tips.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of the soft tip cannula needle was used two times. The tip came off and remained in the eye without being able to remove it later. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a box label, the reported product and lot information is confirmed. Because a sample was not received, and the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. The root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy procedure an ophthalmic disposable tip came off and retained in patient's eye in the extrusion phase. There was no patient harm reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).